Manufacturer narrative:
Device evaluation completed on april 07, 2026: since both devices have the same volume, it was not possible to determine which device corresponded to the reported, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.4 cm. In addition, an area of shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
According to the information received, the patient experienced a left-sided rupture in the breast implant. Since both devices had identical volumes, it was not possible to determine which device corresponded to the reported rupture; therefore, both products were analyzed.